Event description:
The report we received from our affiliate indicated that a 90% stenosis was being treated at the proximal left circumflex. A cypher was being delivered to the lesion and while positioning the cypher to be implanted; the physician confirmed under coronary angiography that the stent had shifted from its original position. The physician stopped using the cypher to avoid risk for the patient and the stent delivery system with the cypher stent were withdrawn from the patient. The procedure was completed with another cypher of the same size. There was no reported patient injury.

Manufacturer narrative:
Prior to the event, the target lesion was pre-dilated with a 3.0x 12mm sprinter balloon catheter. It was unknown if the target lesion was de novo. The vessel was slightly calcified and was not tortuous. There was no anomaly noticed on the stent position prior to the procedure. Our affiliated indicated it was not known how the product was prepped. There was no resistance or interference felt during insertion of the cypher. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.